Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 625 mg/dl. The patient stated that there was a crimp in the cannula that lead to the hospitalization. The patient stated that he was not using the insulin pump or calculating the carbohydrates properly. Nothing further was reported.